Event description:
An aneurx stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the pt's right iliac artery was ectatic. After the stent grafts were successfully implanted the pt became hyposensitive post operatively. The pt was brought back in the operation room and they found a left external iliac artery tear with extravasation. The bleed did not show on the final fluoroscopy. An aneurx iliac stent graft was implanted to cover the dissection, but the pt was still hypotensive. An open repair was performed to find the bleeding; however, the pt continued to tank and expired.